Event description:
It was reported that patient presented in clinic with far field r-wave oversensing on the atrial lead. Inappropriate mode switch due to oversensing was noted on the stored egm. The device was reprogrammed and remains implanted. No further information is available at this time.

Event description:
It was reported that patient presented in clinic with far field r-wave oversensing on the atrial lead. Inappropriate mode switch due to oversensing was noted on the stored egm. The device was reprogrammed and remains implanted. No further information I...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.